Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a piece of the reservoir compartment rim break off, and the customer is concerned that the pump's functionality may be affected. The customer¿s blood glucose level was 144 mg/dl at the time of the incident. Customer states the pump was not bumped or dropped. Troubleshooting cannot resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.